Manufacturer narrative:
(B)(4).

Event description:
The complaint states that loss of connection was reported. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.